Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No report of a revision has yet been received, no devices or images can be provided for product evaluation at this time. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2018 - initial tka surgery. Spinal anesthesia, ebl 25ml. Medial parapatellar approach. Standard tka procedure with trialing completed successfully without instability, or rom issues noted. Definitive components placed without complications. Patient to recovery in stable condition. Post-op xr confirmed tkr in appropriate position/alignment without fracture or acute abnormality, (B)(6) 2025 - pending revision. Patient legal allegation of loosening, pain, swelling; currently walking with a cane and also notes pain to r hip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 600-15-100, cobalt bone cement, 253720 5964-32-14, nexgen art surface, 63720074 5972-65-35, nexgen all poly patella, 64115933 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right total knee. Subsequently, approximately 7 years post-implantation, it is alleged that the patient will require a revision due to loosening, pain, swelling, and difficulty with ambulation. The revision procedure was scheduled; it has not yet occurred. Attempts have been made, and no further information has been provided.